Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was no longer functioning. The lead was explanted and replaced. During the procedure, a perforation occurred. No further patient complications have been reported as a result of this event.